Event description:
Patient undergoing right total hip arthroplasty. While surgeon was inserting a screw, a portion of the drill bit (flexible) broke off deep within the pelvis. Surgeons were unable to visualize as it was deep within the pelvis. Both suction cannisters were checked. Surgeon indicated drill bit was deep within bone and no need to remove. Procedure continued and the screw was inserted without difficulty. An x-ray of of the right hip was taken at the close of the procedure with impression that right hip prosthesis was in place and no other radiopaque foreign body identified. Follow up plan: drill bits from biomet hip are reusable at this time. Surgery staff will explore possibility of replacing reusable bits with disposable.